Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraine") and headache ("headaches / front and side of head"). On (B)(6) 2009, the patient experienced acne ("acne") and urticaria ("hives"), 7 days after insertion of essure. In (B)(6) 2010, the patient experienced genital haemorrhage ("general abnormal bleed") and mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rash"), skin disorder ("skin condition"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and migraine was resolving, the genital haemorrhage, rash, skin disorder, headache, hormone level abnormal, weight increased, mood swings, depression, anxiety, acne and urticaria outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, acne, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: currently the patient do not have health insurance for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure confirmation test(s) conducted, specify (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received outcome of event " abnormal bleeding" was updated as recovered and "migraine, dysmenorrhea (cramping) and pain" were updated as recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.